Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products were used during this study: carto. Other company¿s devices were used during this study: ensite navx (st. Jude medical), a 4-mm or 3.5-mm irrigated-tip ablation catheter (ibi, st. Jude medical), an 8-mm-tip ablation catheter (bard electrophysiology), an 8-mm-tip ablation catheter (st. Jude medical) (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with persistent atrial fibrillation in asymptomatic group underwent radiofrequency catheter ablation and suffered procedure-related mild-moderate cardiac tamponades which was treated by pericardiocentesis without any long-term sequelae. Additional information was received on 09/22/2016. Bwi device cited in the article that possibly led to the reported patient consequences. However there was no device malfunction reported in the article. Physician's opinion assessed the causality of adverse event was procedure-related. The event did not result in the impairment of a body function or damage to a body structure. The catheter used in this procedure was not a reprocessed / reused catheter. Patients were fully recovered. Title: "comparison of radiofrequency catheter ablation between asymptomatic and symptomatic persistent atrial fibrillation: a propensity score matched analysis." The purpose of this study was to compare the outcomes of rfca between asymptomatic and symptomatic af. The study was conducted from april 2010 to march 2014. 198 patients were enrolled in this study. A 4-mm or 3.5-mm irrigated-tip ablation catheter (ibi, st. Jude medical, or thermocool navistar) and an 8-mm-tip ablation catheter (bard electrophysiology, or st. Jude medical) were used in this study. Bwi takes a conservative approach to open this complaint under ablation catheter thermocool navistar, however catalog and lot number are unknown.